Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to this event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined in this incident. Although a conclusive cause for the reported patient effect of mitral stenosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mean pressure gradient. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two mitraclips were successfully implanted reducing mr to grade 1. The post procedure mean pressure gradient was 4 mm hg. At the next day routine echocardiogram, the mean pressure gradient was 7 mm hg. There were no issues with the mitraclip system. There was no additional information provided.